Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported and incomplete side cut in the right eye during a laser procedure. There were no issues with docking but there was cyclorotation noted on the oct while the laser was firing. The surgeon took the patient to the excimer laser to lift the flap but there was an area that was not completed from 6 to 8 o'clock. The surgeon used a crescent blade to complete the side cut, lifted the flap, and completed excimer treatment with no harm to the patient.

Manufacturer narrative:
Based on quality assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to user error. (B)(4).